Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D01989-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis and menorrhagia outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Diagnostic results: (B)(6)2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("at the cornu of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within lumen (per mr)") and pelvic pain ("pain") in an adult female patient who had essure (batch no. D01989-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal itching, dyspareunia and vaginitis. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis and menorrhagia outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Diagnostic results: on (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:bacterial vaginosis, menorrhagia, dysmenorrhea and essure embedded. Most recent follow-up information incorporated above includes: on 11-sep-2018: medical record received: new reporters added and reporter information updated. Case medically confirmed. Added medical history. Event at the cornua of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within the lumen was added from medical record. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("at the cornu of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within lumen (per mr)") and pelvic pain ("pain") in an adult female patient who had essure (batch no. D01989-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dyspareunia and vaginitis. (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included endometriosis. Concomitant products included ethanol since 2018. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017 and underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and bacterial vaginosis outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:bacterial vaginosis, menorrhagia, dysmenorrhea and essure embedded. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received concomitant drug added. Events pain, heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), painful menstrual cycles /dysmenorrhea (cramping) outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the cornu of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within lumen (per mr)'), pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D01989-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dyspareunia, vaginitis and abdominal pain. (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included endometriosis, abdominal pain upper, acute pharyngitis, eczema and asthma. Concomitant products included ethanol since 2018. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia(heavy menstrual bleeding)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017 and underwent total laparoscopic hysterectomy(full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, bacterial vaginosis, abdominal pain, dyspareunia and genital haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Discrepancy noted for date of removal previously reported as (B)(6) 2017 and now reporting as (B)(6) 2017 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: on the final image with the balloon deflated a small curvilinear density is seen in the right pelvis lateral to the uterus which may represent artifact or contamination. No contrast was seen in either fallopian tube.; in 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:bacterial vaginosis, menorrhagia, dysmenorrhea and embedded device. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the cornu of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within lumen (per mr)') and pelvic pain ('pain/lower pelvic pain') in an adult female patient who had essure (batch no. D01989-not valid, d01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dyspareunia, vaginitis and abdominal pain. (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included blood pressure high since 2017, endometriosis, abdominal pain upper, acute pharyngitis, eczema and asthma. Concomitant products included mestranol;norethisterone (necon) in 2014 for birth control, oral contraceptive nos from 2015 to 2017 for bleeding genital as well as ethanol since 2018. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis/ recurrent bacterial vaginosis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia(heavy menstrual bleeding)") and intra-abdominal haemorrhage ("complaints of continuous heavy abdominal bleeding"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and post procedural infection ("infection post hysterectomy"). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017 and underwent total laparoscopic hysterectomy(full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, vaginal discharge, intra-abdominal haemorrhage and post procedural infection outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia and urinary tract infection had resolved and the bacterial vaginosis had not resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, post procedural infection, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Discrepancy noted for date of removal previously reported as (B)(6) 2017 and now reporting as (B)(6) 2017 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: on the final image with the balloon deflated a small curvilinear density is seen in the right pelvis lateral to the uterus which may represent artifact or contamination. No contrast was seen in either fallopian tube.bilateral occlusion; in 2015: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:bacterial vaginosis, menorrhagia, dysmenorrhea and embedded device. Most recent follow-up information incorporated above includes: on 29-jun-2020: plaintiff fact sheet received. Events vaginal discharge, urinary tract infection and complaints of continuous heavy abdominal bleeding were added. Outcome of events dyspareunia and urinary tract infection , postoperative infection nos were added as recovered/resolved. Essure removal date and lot number added. Medical history and concomitant drugs were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In april 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)(event splitted for coding)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)(event splitted for coding)"). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis and menorrhagia outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery.she sought treatment for her symptoms. Stop date of essure was changed from (B)(6) 2016 to (B)(6) 2017. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. Patient detail was added. Menorrhagia was added as event. Stop date of essure was changed from (B)(6) 2016 to (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the cornu of the uterus, the fallopian tube contains a silver metallic coiled ligation device embedded within lumen (per mr'), pelvic pain ('pain/lower pelvic pain') and intra-abdominal haemorrhage ('complaints of continuous heavy abdominal bleeding') in an adult female patient who had essure (batch no. D01989-not valid, d01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, dyspareunia, vaginitis and abdominal pain. (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Previously administered products included for an unreported indication: metrogel. Concurrent conditions included blood pressure high since 2017, endometriosis, abdominal pain upper, acute pharyngitis, eczema and asthma. Concomitant products included mestranol;norethisterone (necon) in 2014 for birth control, oral contraceptive nos from 2015 to 2017 for bleeding genital as well as ethanol since 2018. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea cramping"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding vaginal, menorrhagia"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis/ recurrent bacterial vaginosis"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia heavy menstrual bleeding") and intra-abdominal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and post procedural infection ("infection post hysterectomy"). The patient was treated with surgery (total laparoscopic hysterectomy(full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, vaginal discharge, intra-abdominal haemorrhage and post procedural infection outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia and urinary tract infection had resolved and the bacterial vaginosis had not resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, post procedural infection, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Discrepancy noted for date of removal previously reported as 16-apr-2017 and now reporting as 13apr2017. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: on the final image with the balloon deflated a small curvilinear density is seen in the right pelvis lateral to the uterus which may represent artifact or contamination. No contrast was seen in either fallopian tube. Bilateral occlusion; in 2015: total bilateral occlusion. Pregnancy test urine on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:bacterial vaginosis, menorrhagia, dysmenorrhea and embedded device. D01989 is not valid. Lot number: d01969, manufacturing date: 2014-08-21, & expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of product technical complaint on 27-mar-2020: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D01989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("bacterial vaginosis /infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (to remove the essure implant, partial hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis and menorrhagia outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: patient tolerated the procedure ,md anesthesia and was escorted to recovery room in satisfactory postoperative condition . Diagnostic results: on (B)(6) 2014: pelvic exam under anesthesia revealed an anterior normal sized uterus. No obvious adnexal mass was noted. Panoramic hysteroscopic visualization of the endometrial cavity demonstrated normal cavity. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet was received and the following information was provided: essure lot number d01989. Medical records were also received and the following information was provided: new reporters added; essure insertion details (insertion date was updated from (B)(6) 2015 to (B)(6) 2014.) Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. She sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 27-nov-2017: follow up received from summons- events "heavy vaginal bleeding", "painful menstrual cycles" and "bacterial vaginosis" were added. New lawyer added as reporter. Essure insertion and removal dates updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.